Manufacturer narrative:
(B)(4) in the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the unit is alarming extended high ppeak pressure. They tried to calibrate the inspiratory pressure transducer but it failed calibration and the ad count display is 3 and it does not go any higher when pressure is applied. After the calibration was attempted the unit started to alarm vent inop. This unit was not on a patient when the problem occurred.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.